Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. The patient reported two events of inaccuracies that required medical intervention ((B)(6) 2023 and (B)(6) 2023). It was reported that the cgm has been 40-50 points off even after several calibrations. The patient experienced inaccurate values on (B)(6) 2023. No bg or cgm values were provided for this event. The patient had "similar symptoms" to the event that occurred on (B)(6) 2023 when he had a seizure and was taken to the hospital via ambulance. The patient stated that he was admitted to the hospital for this event but did not confirm how long he was admitted. The patient stated that at the hospital they monitored their blood sugars by doing fingersticks due to the dexcom being off. Fluids were given to keep the patient hydrated and testing done. It is unclear which event this treatment was for. At the time of the event, the patient was feeling fine. The patient stated at the time of the report that the last cgm reading was 136 mg/dl while the bg was 179 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Please refer to the similar event that occurred on (B)(6) 2023 under (B)(4).